Manufacturer narrative:
Concomitant: bbraun ongaurd spike port adapter ref412113; 3000ml bag of 5% dextrose and 0.225% of sodium chloride; therapy date (B)(6) 2015.the affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the IV methotrexate 3.6 grams in 2348mls was noted to have a leak at the top of the "pumping mechanism". No harm reported but a delay in starting the infusion.

Manufacturer narrative:
Concomitant products: 3000ml IV bag of 5% dextrose and 0.225% sodium chloride lot: 786774 exp: july 2016 made by baxa corporation; therapy date (B)(6) 2015. The customer¿s report that the set leaked at the top of the upper fitment was confirmed. No anomalies were observed during initial visual inspection. Functional testing and pressure testing confirmed leaking between the nitro tubing and the upper fitment inlet port. Further inspection under magnification showed that both sides of the nitro tubing had insufficient solvent applied at the engagement during the manufacturing process. A dimensional analysis was performed and the nitro tubing measured within specification. The root cause of the reported leak was identified as a manufacturing issue due to insufficient solvent having been applied at the junction of the nitro tubing.